Manufacturer narrative:
No product is being returned for evaluation.(B)(4)

Event description:
Elbow chondral transfer, donor site knee, backfilled with 9.5mm trufit plug. Original procedure (B)(6)-2010. This patient has some post-op swelling.